Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial result. The corrected report was not issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained low outliers on ca result. The customer also stated that the quality controls (qc) were low. A siemens customer service engineer (cse) specialist contacted the customer. Upon cse's instruction, the customer replaced the source lamp and repeated qc with a new well, which were within acceptable ranges. The cse went over the lamp values with the customer and the values were acceptable. The cse instructed the customer to replace the sample syringe. The cse contacted the customer again and customer stated that they replaced the sample syringe but were still observing the outliers. The cse instructed the customer to replace the reagent 1 probe, after which the customer did not obtain any more outliers. The cause of discordant, falsely low ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required